Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: mn10450-50a , UDI: (B)(4), serial: (B)(4), batch: 8372331.

Event description:
It was reported that the patient was unable to place their ipg into MRI mode. Further troubleshooting revealed high impedance on 2 contacts. As a result, surgical intervention may be undertaken at a later date. It is unknown which lead has high impedances.

Event description:
Additional information indicates that the patient had surgery on (B)(6) 2023 wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.